Event description:
Condensation was noticed in the tubing of the suction irrigator while it was still in the packaging, prior to opening. A new suction irrigator was retrieved, the contaminated one did not come in contact with the patient.